Event description:
Pt was preparing to self-administer IV antibiotic which had been prepared in a 250ml normal saline baxter bag. As they gathered supplies and prepared to spike bag, the blue tab was adhered to the minibag. As pt pulled, a hole was created.